Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported the customer experienced an infection during her 4 day wear of the adc freestyle libre sensor. The sensor was removed and customer had contact with a healthcare professional prescribed an unspecified antibiotic cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A valid sensor serial number was not provided. The dhrs for all libre sensor and sensor kits within expiration at the time of complaint were reviewed and showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed and found no trips for the reported complaint and libre sensors. If the product is returned, the case will be re-opened and a physical investigation will be performed. Adverse event or product problem was incorrectly reported as a product problem in the previous report and has been updated to adverse event.

Event description:
Customer's mother reported the customer experienced an infection during her 4 day wear of the adc freestyle libre sensor. The sensor was removed and customer had contact with a healthcare professional prescribed an unspecified antibiotic cream for treatment. There was no report of death or permanent injury associated with this event.